Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in hong kong it was reported that, the patient faced issue of infusion set leakage on (B)(6) 2024. The leakage was at tubing. No further information available.